Manufacturer narrative:
The lot complaint history was reviewed, this is the fourth complaint for the finish goods lot; however, the second for this issue. The device history record shows the product was released per specifications. Two samples were visually inspected and no obvious defects were found. The samples primed and pass intraocular pressure calibration successfully. The infusion pressure, irrigation, and aspiration rate were all measured at multiple set points throughout the console range and met specifications. Toggling the infusion and the fluid/air exchange (f/ax) modes, fluid and air flowed from the cassette to the infusion line continuously without any air bubble in various settings in all sub modes. No leakage was detected from the pump elastomer or on the pump area of the fluidics module. Cleaning process was able to be performed after functional test had completed. Both samples functioned per specifications. The root cause of the customer's complaint could not be established; the returned samples met specifications. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
An ophthalmic doctor indicated that air entered a patient's eye through the infusion cannula during the vitrectomy procedure. The procedures was completed with no harm to the patient.